Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm noted during testing. Unit was programmed with test transmitter link (link 3 gl3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. Unit was downloaded successfully using thump software. On (B)(6) 2024, no delivery triggered three alarms at 10:30:30.000 until 20:03:51.000 during bolus. No unexpected power alarms or unexpected battery alerts were found in the history files on or near the event date. Unit was cut open and performed a visual inspection of electronic assembly, connectors and motor assembly. Per visual inspection, no moisture damage was noted and unit was tested successfully. P-cap locked in place properly during testing. Unit received with battery cap contact missing, scratched case and cracked case-corner of belt clip rails. In conclusion, customer allegations for no communication between pump and transmitter, no delivery alarm, retainer ring damage and reservoir unable to lock into place were not confirmed. Battery cap damage confirmed due to missing metal stake contact. Cosmetic damage was not confirmed at the reservoir compartment, however, other cosmetic damage was confirmed where cracked case corner of belt clip rails was noted. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the transmitter, lost sensor alarm, battery cap was damaged, battery cap contact missing/damaged, no delivery/occlusion alarm, reservoir unable to lock into place, retainer ring damage, the pump kept losing the signal and the reservoir fell out of the pump. The customer reported blood glucose value of 300 mg/dl. The customer reported elevated ketones/diabetic ketoacidosis, hyperglycemia treated with no treatment, and an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7841zn, mmt-7040a, mmt-399a, mmt-332a, mmt-1884. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported an insulin flow blocked alarm (past/resolved event). The issue was resolved. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. The confirmed transmitter serial number was programmed in the manage devices screen. Pump in the process of making multiple attempts to re-establish communication with the transmitter. No further patient complications were reported. The customer would continue to use the device, no product return is required for mmt-7841zn. The customer would continue to use the device, no product return is required for mmt-7040a. The customer would continue to use the device, no product return is required for mmt-399a. The customer would continue to use the device, no product return is required for mmt-332a. The customer would discontinue to use the device, mmt-1884 was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.